Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in russia as follows: it was reported that on (B)(6) 2022, the confidence spinal cement system hydraulic pump leaked. The leak was detected in preparation for the vertebroplasty procedure. There was no patient involvement. This report involves one (1) confidence hydraulic pump. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the confidence hydraulic pump device (p/n: 283906100, lot: 331836) does not shows any defect related to the reported allegation. According to the information provided is not sufficient evidence to confirm a functional issue (leak) in the device, it cannot be stablished that any condition observed by the photos could be a attributable factor with the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the confidence hydraulic pump device (p/n: 283906100, lot: 331836). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: lot: 331836 provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device product code: 283910000. Lot number: 331761. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2021. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.